Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with electrodes. The customer states she has an extensive history of allergies and allergic reactions to the environment, many foods, medications, latex and other miscellaneous products. The patient reported she developed the following symptoms while wearing the electrodes, rash, bleeding, discharge, welts, vomiting, redness, difficulty breathing, swelling, diarrhea and elevated blood pressure. The customer states that she recognized these as her typical symptoms for an allergic reaction and she called the ambulance for assistance. It is unknown if any medical intervention was required for this event or if the source was identified. No further information is available from the customer regarding this event.